Event description:
The patient stated they have a device for bladder urge incontinence and are part of a study. The patient stated their doctor told them patient's have gotten mrls and complained of pain, tingling or migration of the implant so they don't want the patient to have an MRI. The patient noted the device hadn't been working lately. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).